Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles insulin did not flow and it was difficult to operate. The following information was provided by the initial reporter: it was reported when taking injection, no insulin flow when taking injection, she has to push really hard to get the medication to release.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles insulin did not flow and it was difficult to operate. The following information was provided by the initial reporter: it was reported when taking injection, no insulin flow when taking injection, she has to push really hard to get the medication to release.